Event description:
It was reported that the user experienced persistent low or near-low blood glucose overnight, followed by hyperglycemia into the 200s after eating rice, salmon, and juice while using the ilet system; the user reported having announced the meal approximately 20 minutes prior and sought guidance. Symptoms included hypoglycemia earlier and subsequent hyperglycemia. Outcomes included the need for troubleshooting and education, with instruction that the ilet would deliver corrective insulin and that glucose trends should be reassessed after one hour. Investigation included customer support assessment and monitoring of device alerts, with an ilet 216 alert referenced. Investigation of this case revealed no device malfunction identified at the time, with hyperglycemia likely influenced by recent carbohydrate intake and timing, and the device expected to deliver corrective insulin per design. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.